Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported tissue injury was likely due to patient anatomy. The reported patient effect of tissue injury, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4, thin leaflets, and an enlarged atrium. The clip was inserted, but after one grasping attempts, a small tear was observed the posterior leaflet. Therefore, the physician decided to remove the clip and discontinue the procedure. Tr remained at a grade of 4. There was no clinically significant delay in the procedure.